Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: only the event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nail was implanted in (B)(6) 2022. The nail was discovered to be broken in (B)(6) 2022. The nail was broken at the aperture. The distal locking screw was intact. The nail was removed, and the patient¿s fracture was revised using a 95 degree blade plate. No further information is available. This report involves one 10mm/130 deg ti cann tfna 360mm/left - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument. Manufacturing date: 20-oct-2021. Expiration date: 30-sep-2031. Part number: 04.037.057s, 10mm/130 deg ti cann tfna 360mm/left ¿ sterile. Lot number: 435p443 (sterile). One piece was scrapped at op#30, gun drill for tooling break. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria, apart from the one piece noted. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log (pll) lppf was reviewed and determined to be conforming. Scn 20954 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna. Lot number: 389p026. Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58. Lot number: 415p190. At op#40, anodize, rework was documented for 1 piece. Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: 75p6795. Inspection instruction met all inspection acceptance criteria. Certified test report supplied dated 02-oct-2020 and certificate of analysis supplied to perryman dated 03-oct-2019 were reviewed and determined to be conforming. The heat number was noted to be pvd6916. Lot summary report dated 09-sep-2021 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 10/130 deg ti cann tfna 360/left - sile (04.037.057s / 435p443) was broken at the proximal slot for the helical blade/screw. The broken fragment was received. The rupture of the device was generated in the area where the blade is supposed to be inserted. Drill marks were observed within the proximal slot. No other issues were observed with the complaint device. A dimensional inspection was unable to be performed due to post manufacturing damage and deformation. The observed condition of the device was consistent with a random component failure, possibly due to damage during the insertion process. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 10/130 deg ti cann tfna 360/left - sile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: rev h (current and manufactured). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.